Event description:
Acct. Reports three instances of inverted septums. States diaphragm "popped" out on interlink injection site which was on a 3-way stopcock on cvp line. States not aware if inversion occurred while on insertion or withdrawal. States they reuse their cannulas (baxter). States set up was initiated approx 12 hrs earlier so set up was not old. No medical intervention needed for pt, occurred on pediatric pts.